Manufacturer narrative:
(B)(4). The returned coredx biopsy forceps was analyzed, and a visual evaluation noted that the working length (jacket) was cut off, the jacket was stretched out/kinked, and the distal part (jaws) was not returned. The reported event was not confirmed. Based on all available information, the reported problem of pull wire break and jaws failure to close could not be confirmed since the distal part (jaws) was not returned. The reported problem "device difficult to remove" could not be confirmed since the device cannot be functionally evaluated with respect to procedural factors encountered during the procedure. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the proximal trachea during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2021. During the procedure, the core wire broke from the attachment to the jaws but still remained intact. The jaws failed to close due to this event, which led to the forceps being lodged in the trachea. To remove the forceps, an additional forceps was used to dissect around the jaws as they became detached from the catheter. The procedure was concluded after the device was removed. There were no patient complications reported as a result of this event. It was reported that the patient fully recovered.